Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of feeling vibrating and hearing a beep from the cardiac resynchronization therapy defibrillator (crt-d). Follow up with the physician office noted the patient was dismantling a computer when the alert was heard. It was noted that the alert was due to the patient leaning on the computer that had a small magnet. Once the patient walked away from the computer, the noise stopped. The device is still in use. No further patient complications have been reported as a result of this event.